Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device product code - 150680006, lot number - 4159382, and no non-conformances / manufacturing irregularities were identified. A review was completed of the device history record (DHR) and operations management system (oms) for the following: product code 150680006, work order (B)(4) was manufactured on 02-may-2023. (B)(4) parts were manufactured to specification. Scrap: there was no scrap associated with this lot. Non-conformances: there were 2 non-conformances associated with this lot: 1. Nr-0195719 is related to no cleaning agent (liquinox) present in tanks 1 and 2 in (B)(4) post chemical change out there is no correlation between this non-conformance and the failure mode of the complaint. 2. Nr-0198046 is related to a calibration technician in the calibration department identified that (B)(6) (temp pressure time) (B)(4) did not meet the requirement of scp-csop0833 calibration of measuring and test equipment rev at as it failed its scheduled calibration. There is a no correlation between this non-conformance and the failure mode of the complaint. Deviations: there were no deviations associated with this lot. Reprocessing: (B)(4) parts from this lot were reprocessed: 1. Mrr- 1518511: this concerns miscellaneous: parts to go through cleanline again. There is no correlation between this reprocessing and the failure mode of the complaint. Based on the current manufacturing investigation which has been completed, the following was concluded: the complaint is un-verifiable. The complaint failure mode concerned packaging (inner)- tabs loose / detached. The assignable cause could not be determined due to insufficient evidence. Should further data or evidence become available, the investigation will be re-opened. There is no impact on the sterility of the unit or integrity of the sterile barrier. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product code - 150680006, lot number - 4159382, and no non-conformances / manufacturing irregularities were identified.

Event description:
It was reported that when the implant in question was opened during surgery, normally there would be a part on the lid that could be grasped with forceps, but the implant in question did not have one. Normally, forceps are used to hand over implants, but since there is no part to grip, the implant in question was handled by having it dropped directly onto the instrument table. Since the process was not normally performed, there was a possibility that it would become unclean. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.